Manufacturer narrative:
Product analysis #: 703568364: analysis information -- 2020-05-13 10:10:47 cst pli# 30 product ID#: 37603 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID: 3389s-40, lot#: (B)(6), impl anted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3389s-40, lot# va0zrpw, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the date of the event occurring was unknown. The cause of the lead fracturing was unknown, as well. The doctor said the end of the lead cap had migrated down further than it was supposed to be and was at the base of the patient¿s skull and they felt like that could have contributed to the damaging of the lead since the damage showed the inner coil had been stretched out. They didn¿t know why the lead had migrated either. The issue wasn¿t resolved. The dbs committee had to review the case again to approve them for lead revision surgery to replace the lead, extension, and ins. The ins, extension and part of the lead had already been explanted and the remaining part of the lead hadn¿t been scheduled for explant yet.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was having their lead replacement surgery today (june 3rd). The patient was going to have their left side lead and extension implanted and inserted into their existing right side neurostimulator. No cause was ever determined for the lead fracture. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0zrpw, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a shocking sensation in their neck on the left side when they move their head. Interrogation of the implantable neurostimulator (ins) showed high impedances. The manufacturing representative (rep) provided an image showing impedances of 4,914; 4,051; 5,267; 4,523; 4,667; 5,996 and an orange exclamation point. No environmental/external/patient factors were reported. It was stated an "exploratory surgery" would be scheduled for (B)(6) 2020 to determined where the issue was occurring. The ins was removed from the pocket, the extension was removed and reinserted, the ins was placed back in the pocket, and then impedances were tested. Impedances did not resolve. An incision was made at the end of the lead and upon visual inspection it was determined the lead was fractured. Alligator cable was used to test the lead to confirm the damage and all 4 contacts showed impedance values "between 9000 and 11000." The confirmed lead damage. The ins and extension were explanted and the lead was cut in half, " leaving the portion beyond the stimloc in the brain" without creating another incision at the stimloc. The patient was to be scheduled for a lead revision surgery where they will remove the remaining portion of the lead and replace it.